Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative on 2019-jan-22. It was reported that the patient called the representative and stated that he saw the "motor stall code" on his ptm on (B)(6) 2019. He did not state what time the code appeared at. He did say that the "pump must have recovered in an hour" because he was able to give himself a bolus later. The patient was redirected to contact his hcp to decide on further actions. The patient noted he had an appointment scheduled for (B)(6) 2019 at 11:00. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (20 mg/ml at 14.393 mg/day) and bupivacaine (16 mg/ml at 11.514 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient saw code 8476 on their ptm, which indicates motor stall. It was further noted that the pump stalled on (B)(6) 2019 at 06:28 while the patient was getting dressed, and recovered on (B)(6) 2019 at 07:25. The caller denied any magnetic interaction with the pump. It was noted the patient was able to deliver a bolus later that day. No patient symptoms were reported. The patient's weight was unknown. The representative was given considerations to discuss with the patient's hcp. No further complications were reported.